Event description:
It was reported that the patient had a gynecological procedure in 2008. After the procedure, the disposable device became stuck in the unit and could not be removed. The case completed without patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the device manufacturing records was conducted, and the device met all finished goods release criteria.